Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient reported the lead broke and everything had to be replace on (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-aug-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 14-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.